Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. As the alarm occurred in the past, troubleshooting was unable to be performed with tandem technical support. Customer reverted to manual injections until pump supplies could be changed. Additionally, it was reported that there were air bubbles located in the tubing. Tandem technical support instructed the customer to prime until air was removed. Customer reported air gaps were still observed and supplies would be changed at a later time. Customer's blood glucose reached 400 mg/dl. Multiple attempts were made by tandem¿s technical support to follow up with the customer; however, the customer did not respond.